Event description:
It was reported to bsc/target that, "two complaints occurred into one procedure. Moreover they might be related to each others. This product got stuck into a lumen of mc (f/g renegade 150/20/2tip lot # 3970964) during procedure. Also a customer was aware that there was coating peeled off on the mc (renegade). Therefore a customer does require boston to evaluate this product with mc (renegade)." Upon eval in 4/2002 the idc main coil was found to be detached therefore the complaint filed as an MDR.